Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Nine months later it was discovered that the atrial lead dislodged again. The patient was lost to follow up and had not been checked since the last post operation check. The patient presented to the hospital for unrelated issues and the cardiologist who checked the device discovered the atrial lead was not capturing or sensing. An x-ray confirmed the lead was dislodged. It is unknown when the lead dislodged, however approximately six months ago, the atrial sensing changed per the daily measurements. The physician programmed the device to vvi mode since the patient does not require atrial pacing. Should additional information become available, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this atrial lead dislodged one day post implant. The lead was successfully repositioned. No adverse patient effects were reported.